Manufacturer narrative:
It was indicated the device is unavailable for return; an image was reviewed by a boston scientific quality engineer. The picture confirmed that a large piece of tissue that likely led to the aspiration issues experienced during the procedure. The review of the image confirmed the reported allegation. Thrombosis and tissue damage are expected procedural complications addressed within the IFU for the faradrive sheath.

Event description:
It was reported that the patient experienced tissue damage with the faradrive steerable sheath. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the physician obtained access to the right femoral vein (rfv) without difficulty and dilated the rfv appropriately before introducing faradrive sheath with versacross (vx) connect. The faradrive and vx connect was advanced to the right atrium (ra) without issue and positioned the transeptal access system on the septum using intracardiac echocardiography (ice) guidance only. Transeptal crossing into left atrium (la) was smooth, and the patients septal anatomy was unremarkable. The physician removed the vx dilator and vx pigtail guidewire from faradrive sheath and attempted to aspirate the faradrive sheath per protocol but was unable to draw back blood. It was not known if the sheath was free floating in the la or if it was possible the sheath was up against the tissue, however, ice imaging confirmed the faradrive sheath was mid chamber. A request was made to the physician to withdraw the system back to the ra and remove the faradrive sheath from the patient due to concern of blood clot, despite heparin administered at the start of the case. The physician did not want to lose groin access and decided to introduce the guidewire into sheath once he was in the inferior vena cava (ivc). The faradrive sheath was removed from the patient and the scrub tech flushed the faradrive sheath on the back table. Upon flushing the sheath, an approximately 4-inch size piece of tissue was flushed from the sheath. This piece of tissue was sent to pathology for testing. The physician inserted a short sheath into rfv and performed a contrast injection at the groin site and also performed ice sweep of heart anatomy and pericardial space. The faradrive sheath and dilator were inspected for anomaly, and there were no issues with the product. Despite not seeing any damage to the sheath and dilator, it was decided to open a new faradrive sheath and vx connect dilator. The physician introduced the new sheath and dilator into patient and crossed interatrial septum without difficultly. Once the new faradrive sheath was in la, the physician aspirated blood and was able to flush the sheath. The case was completed without further issue and the patient remained stable throughout the case. After the case, the patient was sent to CT for a scan of chest, abdomen, and legs with contrast to access vein and ra anatomy. The tissue was collected and sent to pathology, and the results confirmed venous tissue. The account requested to retain the faradrive sheath and dilator for inspection. The physician reviewed the CT scan and did not see any venous or ra tissue abnormality or effusion. However, the results of the CT scan were not read by a radiologist at that time. The patient was kept overnight for observation, which is standard protocol for afib ablation at this facility. An image of the tissue was provided for review.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced tissue damage with the faradrive steerable sheath. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the physician obtained access to the right femoral vein (rfv) without difficulty and dilated the rfv appropriately before introducing faradrive sheath with versacross (vx) connect. The faradrive and vx connect was advanced to the right atrium (ra) without issue and positioned the transeptal access system on the septum using intracardiac echocardiography (ice) guidance only. Transeptal crossing into left atrium (la) was smooth, and the patients septal anatomy was unremarkable. The physician removed the vx dilator and vx pigtail guidewire from faradrive sheath and attempted to aspirate the faradrive sheath per protocol but was unable to draw back blood. It was not known if the sheath was free floating in the la or if it was possible the sheath was up against the tissue, however, ice imaging confirmed the faradrive sheath was mid chamber. A request was made to the physician to withdraw the system back to the ra and remove the faradrive sheath from the patient due to concern of blood clot, despite heparin administered at the start of the case. The physician did not want to lose groin access and decided to introduce the guidewire into sheath once he was in the inferior vena cava (ivc). The faradrive sheath was removed from the patient and the scrub tech flushed the faradrive sheath on the back table. Upon flushing the sheath, an approximately 4-inch size piece of tissue was flushed from the sheath. This piece of tissue was sent to pathology for testing. The physician inserted a short sheath into rfv and performed a contrast injection at the groin site and also performed ice sweep of heart anatomy and pericardial space. The faradrive sheath and dilator were inspected for anomaly, and there were no issues with the product. Despite not seeing any damage to the sheath and dilator, it was decided to open a new faradrive sheath and vx connect dilator. The physician introduced the new sheath and dilator into patient and crossed interatrial septum without difficultly. Once the new faradrive sheath was in la, the physician aspirated blood and was able to flush the sheath. The case was completed without further issue and the patient remained stable throughout the case. After the case, the patient was sent to CT for a scan of chest, abdomen, and legs with contrast to access vein and ra anatomy. The tissue was collected and sent to pathology, and the results confirmed venous tissue. The account requested to retain the faradrive sheath and dilator for inspection. The physician reviewed the CT scan and did not see any venous or ra tissue abnormality or effusion. However, the results of the CT scan were not read by a radiologist at that time. The patient was kept overnight for observation, which is standard protocol for afib ablation at this facility. An image of the tissue was provided for review.